Manufacturer narrative:
Corrected information was provided in d4 (catalog). Upon review, it was identified that the section d catalog number requires further correction. The cause of the injury was not determined due to insufficient clinical details. The cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Investigation summary: fever/hematuria: the cause of the injury was not determined due to insufficient clinical details. Stroke: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1978898. Device history batch: sub-component lot: n/a. Device history review: the pump s/n: (B)(6) passed all the post sterile inspection checks.

Event description:
The patient was placed onto impella support due to acute myocardial infarction/cardiogenic shock. While on support, patient experienced hematuria and low-grade fever for which antibiotics were given. The patient noted to not have a cough or gag reflex with blown pupils. Computed tomography which showed a massive bleed with mid-line shift and herniation to the brain stem. The patient's blood pressure has been very unstable. Care was ultimately withdrawn and patient expired.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.